Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t handle broke during femoral head removal. No surgical delay was reported.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> it was reported that the t handle broke during femoral head removal. No surgical delay was reported. Visual analysis of the returned sample revealed that excel t-handle (product code: 200142000, lot number: cv1008) was broken from the handle, right in the handle-shaft intersection. A dimensional inspection was not performed for the excel t-handle (product code: 200142000, lot number: cv1008) due to complaint condition not being applicable. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Previous investigations found based on the data acquired during failure analysis, the t-handles are cracking due to environmental stress cracking. This is due to a combination of normal loading/usage of the instrument and high cycle cleaning/decontamination over the life of the device. The overall complaint was confirmed as the observed condition of the excel t-handle (product code: 200142000, lot number: cv1008) would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Based on the investigation findings, the potential cause is cause traced to use and service and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing records evaluation (mre) was not performed as a date code was provided instead of a finished good lot number. Corrected h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.